Event description:
It was reported that two patient cables were being used with an external pulse generator (epg) while connected to a patient. The use of the epg was started after the battery was replaced with a new one, later, the low battery indicator flickered on the next day. The pace and sense leds did not flicker. The patient's intrinsic heart rate was higher than the setting rate of the epg so the operation situation of the epg was unidentified. The cables were returned to the manufacturer for analysis. It is unknown which cable was being used at the time of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that there was a short circuit in the patient cable. The position of the short circuit was not investigated. (B)(4).